Event description:
Complaint received from baxter sales rep. Customer reports that the tubing is separating from the injection site hub. The hub was noted to be cracked. This occurred during patient use. There was no reported patient injury or medical intervention. Although requested, no additional information is available.

Manufacturer narrative:
The reported device has been discarded by the customer and will not be returned for evaluation. A batch will not be performed, as no lot number was provided. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.